Manufacturer narrative:
The device history record (DHR) review could not be completed because the customer did not provide the lot number. There was no picture or sample received for investigation. Based on the investigation and analysis, the possible root cause would be the worker mixed the blown product from the weighing machine. As a continuous improvement, the supplier had updated related standard operation procedures (sop) to clearly specify the inspection process and disposition method during weighting process, trained the operators to pay more attention on this during weighting process. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 7/28/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The initial reporter stated that 11 x-ray detectable sponges were counted coming out of a pack of ten.